Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the implant the patient had now was put in 3 years ago and this was her second one. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they had a surgery (arthroscopic knee surgery-not related to device) and she told them not do MRI but when she came back out of the unit( MRI), the device did not work. Patient further stated it was low and was told it was doing no good. The device was removed and replaced. No further complications were noted or anticipated.